Manufacturer narrative:
The ventilators at this user facility are maintained by themselves. In-house biomedical technician evaluated the ventilator but could not repeat the event of no breaths delivered. Our field service engineer (fse) also tested the ventilator but no malfunction could be found. No parts were replaced and the ventilator was cleared for clinical use. Ventilator logs were downloaded for investigation. Provided ventilator logs were reviewed. Alarms for high peep were generated in combination with high airway pressure, high continuous pressure and low expiratory minute volume. The generated alarms indicate a high expiratory resistance where the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This leads to a higher peep value than pre-set and alarms for high peep and high airway pressure are generated. When the high continuous pressure alarms are generated, the safety valve is opened for 5 seconds in order to reduce the airway pressure. This can either be due to non-optimal user settings of the ventilator for the actual patient or an increased expiratory resistance causing the patient to not be able to fully expire under the expiration phase before initiation of a new inspiration phase. This may be due to accessories in the patient circuit but it can also be a consequence of the mechanical properties of the patient¿s airways. Information concerning what type of patient breathing circuit or filter that was in use at the time of event was not provided. The ventilator passed pre-use check prior and after the event date and the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Our conclusion based on the log evaluation and information from the user facility, is that there was no ventilator malfunction. The ventilator detected and generated alarms for a high pressure situation which led to poor ventilation. It has not been possible to determine the root cause of the high pressure situation.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, there were no breaths delivered. There was no patient harm. Manufacturer's ref #: (B)(4).